Manufacturer narrative:
The insulin pump no button error alarm noted. The device had intermittent button response due to corroded keypad traces. The device alarmed motor error during rewind due to corroded motor home switch. Unable to perform the displacement test to verify motor position encoder error alarm in alarm history screen due to motor error alarms. Device had moisture damage on electronic assembly and a scratched display window.

Event description:
The customer reported via phone call that the insulin pump had button error alarm and motor error alarm. The blood glucose at the time of the incident was unknown. Troubleshooting was not able to resolve the issue. The device was returned for analysis.